Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that at the beginning of a shoulder scope procedure as the surgeon placed the ar-8400dc, doublecut into the joint and started oscillating, metal flakes started flowing into the joint space. The rep reported it appeared as though metal flakes were already sitting in the chamber of the shaver. The surgeon attempted to suction out all of the metal debris. The rep stated they cannot confirm if all metal flakes were fully suctioned out as there were many of them and the flakes were very small (approximately a millimeter or less). The device will not be returning for evaluation as it was discarded by the facility. Additional information received on 2/19/2019: the rep reported that the case was completed by suctioning out as many flakes as possible, and a second ar-8400dc from the same lot was opened and used to complete the procedure without further issue.